Event description:
Mislabeled product: incorrect international sensitivity index values were printed at part of the lot labeling. Wrong international sensitivity index values used for international normalized ratio calculations and reporting may result in mismanagement of pt therapy.